Manufacturer narrative:
Investigation summary this complaint is for misidentification of escherichia coli as salmonella enterica when using phoenix panel nid (catalog number 448007) batch number 4038715. The customer did not return panels or isolates but provided phoenix generated lab reports and photos for the investigation. The customer provided phoenix lab reports show identifications of salmonella enterica when using the complaint batch. The photos show growth on an agar plate. To investigate, retention panels from the complaint batch were tested using in house and qc isolates e. Coli 10998, e. Coli 11002 and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. Additionally, a control panel from the same material but different batch were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (e. Coli) was misidentified as salmonella enterica, the bacterial culture did not match the reported identification, so it was repeated with the same result. The final result was reported as e. Coli using the bruker maldi biotyper. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (e. Coli) was misidentified as salmonella enterica, the bacterial culture did not match the reported identification, so it was repeated with the same result. The final result was reported as e. Coli using the bruker maldi biotyper. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using the bd phoenix¿ nid, a patient isolate (e. Coli) was misidentified as salmonella enterica. The bacterial culture did not match the reported identification, so it was repeated with the same result. The final result was reported as e. Coli using the bruker maldi biotyper. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using the bd phoenix¿ nid, a patient isolate (e. Coli) was misidentified as salmonella enterica. The bacterial culture did not match the reported identification, so it was repeated with the same result. The final result was reported as e. Coli using the bruker maldi biotyper. There was no report of patient impact.